Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the device could pass through the lesion. When the physician attempted to withdraw the cxi, the device got caught inside of the sheath. It was confirmed that the tip of the cxi got damaged as the coil at tip of the cxi was unraveled. Another cxi was used to complete the procedure. There were no reported adverse effects to the patient as a result of this product problem.